Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead's sensing decreased from 12mv to 3.5mv, thresholds increased with intermittent capture in both bipolar and unipolar configurations. Impedance measurements are stable. It was discovered that the lead had dislodged. The lead was successfully repositioned. No adverse pt effects were reported. There is no further info available. Should additional info become available, this event would be updated.